Event description:
End user states they purchased 2 spa bath tub shower chairs from amazon, and when this customer sat on one of the shower chairs, the two back legs came apart, a screw broke in half and the metal just snapped. She states at this time not he was not badly hurt, but it could have been more serious. The chairs are a little over 2 years old. Now he is concerned about the second chair, but has not reported any issues with the second chair. See header for pictures and full description.